Event description:
Customer's family member called lfs in 2002 alleging that pt's meter was reading inaccurately high. Pt was taken to the ER and administered a lab test and IV glucose. Spoke with customer's family member and they provided the following info about the pt: a few days prior pt called, and obtained a "124 mg/dl" fasting blood glucose result. The result was considered high comapred to the normal readings. At 9:30 am pt had breakfast and took their regularly prescribed medication (prandin .5 mg.). At noon pt started feeling lethargic and having chills. Pt had a blood glucose reading of "154 mg/dl". Pt was treated with orange juice based on their symptoms. By the time pt arrived at the ER, 45 minutes had passed and pt had had orange juice. The ER ran a lab test and obtained a "50 mg/dl". Pt was treated with IV glucose and released the same day. No other tests were reported after their treatment. Quality control was run on a regular basis. The control solution test passed using the same test strips (result 129: range 100-136). The lab result obtained in the ER, treatments, and symptoms all indicated pt had a low blood glucose level. The "154 mg/dl" was inconsistent with their symptoms, treatment and the lab test result, which may suggest that the meter may have been reading inaccurately high.